Manufacturer narrative:
(B)(4)

Event description:
Patient's grandmother contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
Patient's granddaughter contacted dexcom on (B)(6) 2015 to report that the receiver displayed a hardware error on (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.the returned complaint device was visually inspected and the usb connector was observed to be dislodged. Data reveiw could not be confirmed because of the dislodged usb connector. The reported problem could not be confirmed. The root causecould not be determined.